Manufacturer narrative:
(B)(4). Batch # m5349y. Conclusion: the analysis found that one ec60a device was returned with the clamping mechanism damaged and without reload present. Upon further analysis the anvil was noted to be bent upwards. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. In addition it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the jaw of the device could not close at the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.